Event description:
It was reported that the lobe of the lead could not open successfully during attempt implant. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the lead appeared damaged at implant and the lead was stretched. The analyst commented that the lead was received with the lobes undeployed. Due to dried blood under the overlay tubing, it cannot be determined at this time what caused the reported deployment issue.